Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that patient experienced two infusion sets accidentally pulled out due to tubing catching on something or pump fell off event occurred on (B)(6) 2026. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.